Event description:
This event being reported involves one of three stents, which were used on one pt. Only one stent fractured, but which stent is unk at this time. It was reported that three stents were implanted into a pt for sfa stenting. The procedure was done 3 1/2 mos earlier on a diabetic pt. After stenting, the pt was observed for a period of time and apparently flow was not good. During one of the follow ups, five weeks later, it was found that the stented region has thrombosed and due to the stent nearest the groin region had fractured. Attempts were made to clear the thrombosis and to get the flow restored. Unfortunately it was unsuccessful and the referring surgeon decided to amputate. Pt's condition was bad to start with, when sfa stenting was decided. However, because of pt's poor inherent condition, the stenting was not effective due to fracture and thrombosis, so amputation was inevitable.

Manufacturer narrative:
This event is being reported as this device is the same or similar to one that is marketed in the united states. The stents remain implanted. The evaluation is currently underway. This is the same pt as MFR report no. 9681442-2008-00149.